Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery to popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During second inflation at 14 atmospheres, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.